Event description:
The patient reported that "I think there is something wrong with my pacemaker, the thing in my chest". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.